Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation. The acetabular cup was removed and replaced. A second revision procedure took place on (B)(6) 2013 due to dislocation. The head and acetabular liner were removed and replaced. A third revision procedure occurred on (B)(6) 2013 due to dislocation. The constrained liner, head and locking ring were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. ¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-05631/05633).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the parts were measured and compared to it's engineering drawing. The head and the ring were both completely within print specification and the liner measured under-sized on every dimension. It appears that the liner went through an autoclave cycle for sterilization purposes. Once that occurs it is impossible to determine if it was previously dimensionally correct. No corrective action has been taken because there is no indication that the parts were not in tolerance when they left biomet.